Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device would not seal properly. In f/u with the site, they did not answer whether they heard a re-grasp alarm or an end tone, indicating a completed seal cycle. They only reported that they pressed the button and it wasn't sealing properly, so they just opened another device and completed the case without further issue. They also reported there was no pt injury but did not share any further pt profile info.